Event description:
The lay user / patient contacted lfs alleging inaccurate control high readings on his one touch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned on the morning of (B)(6) 2010 he tested his blood glucose and obtained a 157 mg/dl. He then took 500 mg of metformin and then ran a quality control test and obtained a control result of 168. The patient claims that the control result fell out of range using the control solution. Approximately 15 minutes later, the patient developed symptoms of feeling sweaty. The patient drank some ice water and felt better. He did not seek any medical attention or contact his physician for assistance. The technique of applying the blood and the control test was correct. While troubleshooting it was noted that the patient's control solution was expired. Using expired control solution may lead to inaccurate control test. The complaint is being reported since the patient the alleged that he obtained a high blood glucose reading and approximately 15 minutes later developed symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during an unk procedure, the device did not function. No further info is available. There was no pt consequence.